Event description:
Prior to surgery dr told pt that this device would restore a full range of quality vision. That was not the case. Pt has some restoration at distance and some at near distance but almost nothing in the 16 inch to 7 foot intermediate range. Pt is not a cataract pt, but is diagnosed as having presbyopia and hyperopia. The dr insisted that the procedure would be great from them. It left pt such a severe problem with halos around lights at night that pt was afraid to allow the dr to proceed with the right eye. The MFR advertises that this lens will allow quality vision throughout the range of vision, and this is simply not true. Studies that pt has read subsequent to the surgery indicate that no pts receive any improvement in quality vision in the intermediate range.